Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that after angioplasty of the (mca) middle cerebral artery, a stent system (subject device) was advanced to the lesion and when prepared to deploy, it was hard to push the stent. The operator withdrew the stent out of patient's body and found the tip of the stent already deployed. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent was returned in its deployed state. Visual examination of the returned device revealed that the distal tip of the stabilizer was kinked at 1.5cm from the distal tip and the delivery catheter was flattened at 0.5cm, 11cm & 19cm from the distal end. During functional test, the delivery catheter was flushed, and blood exited. The stabilizer experienced friction as it was advanced/ retracted through the delivery catheter. Based on information received, blood was noted within the delivery catheter which is an indication of insufficient flush, which may have caused or contributed to the as reported event, however this cannot be definitively concluded. It is probable that the device was damaged during the clinical procedure, causing the as reported failure to deploy the stent and the partial deployment of the stent noted after the device was removed from the patient. When removed from the patient, the stent was noted to be partially deployed, however when returned for analysis, the stent was fully deployed, therefore it is probable this was deployed due to handling of the device after removal from the patient. An assignable cause of procedural factors will be assigned to the reported stent failure to deploy, to the stent partial deployment, and to the as analyzed stent stabilizer kink, stent delivery catheter flat/ crushed, and to the stabilizer/ catheter friction.

Event description:
It was reported that after angioplasty of the (mca) middle cerebral artery, a stent system (subject device) was advanced to the lesion and when prepared to deploy, it was hard to push the stent. The operator withdrew the stent out of patient's body and found the tip of the stent already deployed. There were no clinical consequences to the patient.